Event description:
(B)(6) has appendiceal cancer with peritoneal carcinomatosis. He signed clinical trial consent on (B)(6) 2017 for IV folfiri and intraperitoneal oxaliplatin. He had a diagnostic laparoscopy and intraperitoneal port placement by surgical oncology on (B)(6) 2017. Intraperitoneal port placement necessary for intraperitoneal oxaliplatin infusion that is done as part of the clinical trial. On (B)(6) 2017, subject reported to outside hospital with abdominal wall cellulitis that started on (B)(6) 2017. Subject admitted to the hospital for IV antibiotics and management.

Event description:
Add'l info received on (B)(6) 2017 from reporter for mw5072602: he was admitted to the hospital on (B)(6) 2017 with abdominal wall cellulitis that was treated with IV antibiotics. Cellulitis resolved and he was discharged home on oral antibiotics to f/u with his treating oncologist. This is unrelated to any of the drug used on trial as he has not received any drugs on trial yet. This event was related to the placement of the ip port.